Event description:
It was reported that approx. 58 months after the implantation this lead was explanted due to increase of rv stimulation threshold and impedance.

Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 12cm distal to the df4 connector pin. All fragments were received for analysis. An extraction aid was found in the distal lead body. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis demonstrated that the ring electrode and the fixation helix were found covered in fibrotic ingrowth. Calcifications are known to cause high impedances and pacing thresholds and are thus assumed to be the root cause of the observed clinical observation. Further analysis revealed 32cm distal to the df4 connector pin that the insulation was found abraded through. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Damages such as cuts into the insulation 13cm and 14cm distal to the df4 connector pin, most likely occurred during the extraction procedure. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.